Manufacturer narrative:
A customer technical support (cts) directed customer to manually flush the line with warm water; customer was not able to see any flow of liquid. Customer was advised to take apart assembly to clean out a possible blockage and call cts if problem continued. Customer called back and cts generated a service request for the customer. A field service engineer (fse) replaced the plastic fitting at the peri-pump tubing and verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the ion selective electrode (ise) system's drain pump on synchron cx5 delta instrument was leaking where tubing #18 attaches. No injury was reported on this issue.